Event description:
Reporter stated patient sample was tested, on the urisys 1100 system, which produced a negative result for leukocytes. A microscopic screen of the same sample reported a result of 20-30 wbc/hpf. No adverse event was reported. The manufactuer requested the return of the suspect product for evaluation.